Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had developed blisters under the therapy electrodes. It was reported that the blisters had broken open and were weeping. It was reported that the patient had metal allergies and that she saw her doctor but the doctor did not prescribe anything for the irritation but recommended evaluation at the ER if the patient or her husband were concerned. During a follow up, it was reported that the irritation had continued and that the blisters were leaving scars, but the patient did not speak to a doctor. The patient ended use of the lifevest due to improved ef. The final medical outcome of the irritation is unknown.